Event description:
Procedure: pneumothorax; reportedly, the device was fired 3 times, but it would not staple properly. The surgeon opened the thorax and treated the open wound with manual suturing. After closing the thorax, the pt checked with x-ray and it was observed that something was left in the pt which appeared to be a component of the device, a reoperation was performed to retrieve the piece.